Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to the poor leaflet insertion with subsequent single leaflet device attachment, requiring treatment. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient resented with degenerative mitral regurgitation (mr) with an anterior and posterior prolapse (p3) and flail. One mitraclip was implanted, reducing the mr to grade 1+. A poor result was noted regarding the posterior leaflet insertion as disinsertion of the posterior leaflet was observed. There was no device deficiency noted at this time. On (B)(6) 2021, the discharge echocardiogram noted recurrent mr grade 2+ and 4+, along with a single leaflet device attachment (slda). The patient was discharged from the hospital. On (B)(6) 2022, the patient was hospitalized with severe symptomatic mr. Reportedly, the recurrent mr was due to the p3 prolapse that had been treated with the index procedure clip. On (B)(6) 2022, another clip procedure was performed as treatment without further issues reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with disinsertion of the posterior leaflet after the procedure resulting in single leaflet device attachment (slda) a few days post-procedure appears to be due to the patient conditions (prolapsed anterior and posterior leaflets and flail). Mitral valve insufficiency/ regurgitation (mr) resulting in heart failure/congestive heart failure appears to be due to the slda and posterior leaflet prolapse. Mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the additional information was received: the patients symptoms included worsening heart failure.